Manufacturer narrative:
On 9/30/2020, two devices with the same lot number (5822574) were received for analysis. During the visual evaluation of both samples, no apparent damage or anomalies were observed. Leak testing was performed in both devices in accordance with mentor procedures and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. If you feel this needs to be submitted for additional review, please provide any additional supporting documentation for review. (I.e., post op device photos, videos, and/or pre-operative scans). Please confirm the correct device was returned in the pre-labeled return kit. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: breast pain, deflation and chest injury mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/31/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, deflation and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 375 cc and experienced left side deflation and chest injury and breast pain . As a result, the patient had undergone removal on (B)(6) 2020.